Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft break occurred. The 80% stenosed target lesion was located in the moderate to severely calcified and mildly tortuous proximal left anterior descending (lad) artery. The lesion was predilated with a non bsc device and then a 3.00x20mm taxus express2 drug eluting stent (des) was advanced to the lesion. During the procedure, the shaft of the des snapped in half. The des was successfully removed from the pt and another device was used. No pt complications were reported with the pt's current condition listed as "ok".